Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced halos. The lens was exchanged for a different model iol in a secondary procedure. Additional information has been requested.